Manufacturer narrative:
An event of the device migration above the annulus post implant and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the valve was implanted at final implant depth of 2 mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images received appeared to show still frame inside the patient but could not confirm the event. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was reported that the cause of death was aortic dissection, possibly the snaring of the navitor or the balloon inflation of the non-abbott valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The physician is aware of the IFU warning; therefore, a letter will not be sent. From medical review: "please note that the valve was deployed at a depth of 2 mm whereas the recommended depth is 3 mm. This may have contributed to the embolization, however, without cineangiography or fluoroscopy imaging, we cannot make that determination with certainty."

Event description:
It was reported that on an (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus diameter was 23.7mm, area 433.3mm2 and perimeter 74.3mm. There was significant amount of calcium for anchoring the device. There was some difficulty for positioning the valve and it was implanted at depth of 2mm. After that the valve migrated above the annulus after few cardiac cycles and it got snared above the sino-tubular junction (stj). A new non- abbott valve was implanted in the patient. After the procedure, the patient had a hemodynamic collapse with a profound hypotension. Within 1 hour, on the procedure table, the patient passed away. The cause of death was aortic dissection. The implanter mentioned the event was related to the procedure, possibly the snaring of the navitor or the balloon inflation of the non-abbott valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.